Event description:
The customer reported being unable to start the machine and noted an error 10003. No pt involvement was reported. Note that the error 10003 is associated with a system failure, cycle power on screen message which if cycling power does not resolve the issue, could prevent the delivery of therapy.

Manufacturer narrative:
(B)(4). The customer reported being unable to start te machine and noted an error 10003. No pt involvement was reported. Note that the error 10003 is associated with a system failure, cycle power on screen message which if cycling power does not resolve the issue, could prevent the delivery of therapy. The customer was directed to remove the data card which resolved the issue. We are considering this a malfunction where the external data card being full prevented the device from powering up properly.